Event description:
It was reported that the right ventricular lead was not used because the doctor complained that the plastic around lead was collapsing on itself. The right ventricular lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid in/on proximal conductor and helix mechanism.